Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the procedure completed? Was there any change in the procedure itself or to the post-operative care of the patient due to the event that occurred with the device? He completed the case with new device and there was no procedure change.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Month and day unknown. Only year (2017) is known. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed? Was there any change in the procedure itself or to the post-operative care of the patient due to the event that occurred with the device?

Event description:
It was reported that during an unknown procedure when the surgeon pulled back the safety lock and fired the trigger, the blade didn't proceed and the staples also weren't fired. There were no reported adverse consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2018. Batch # m55g72. The analysis results found that the cdh25a device arrived and with no apparent damage. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.